Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and instructed the customer to check the reagent syringe, reagent probes, both mixers, cuvette wash station, and the sample probes but the customer could not identify any obvious problems. A beckman coulter fse (field service engineer) was dispatched and replaced the cuvette wash/vacuum probe #1 to resolve the issue. Failure mode is attributed to the cuvette wash/vacuum probe. Results: cuvette wash/vacuum probe #1.

Event description:
The customer reported obtaining erroneously high tg (triglycerides) results for seven (7) patient samples involving the unicel dxc 600i synchron access clinical system. Tg qc (quality control) result on the morning of the event was out high. The customer tried to re-calibrate tg but calibration failed. The customer then loaded a new cartridge reagent and calibration and qc passed within specifications. The customer proceeded to run qc and results were within the laboratory's established ranges. The customer noticed that multiple tg patient results recovered high and proceeded to repeat the patient samples on the same instrument. Lower tg results were obtained and reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.